Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. The patient had an eluvia stent implanted one year prior and there was stenosis on the distal edge of the stent. During procedure, it was noted that the balloon ruptured upon second inflation. The procedure was completed with a different device. No patient complications were reported. It was further reported that the lesion was not thrombotic. There was no stenosis inside the stent, however stenosis was confirmed on the stent distal edge to popliteal. The balloon ruptured upon second inflation and the device was removed without problem.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. The patient had an eluvia stent implanted one year prior and there was stenosis on the distal edge of the stent. During procedure, it was noted that the balloon ruptured upon second inflation. The procedure was completed with a different device. No patient complications were reported. It was further reported that the lesion was not thrombotic. There was no stenosis inside the stent, however stenosis was confirmed on the stent distal edge to popliteal. The balloon ruptured upon second inflation and the device was removed without problem.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. The patient had an eluvia stent implanted one year prior and there was stenosis on the distal edge of the stent. During procedure, it was noted that the balloon ruptured upon second inflation. The procedure was completed with a different device. No patient complications were reported.